Manufacturer narrative:
The hakim valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a hakim valve was implanted to the patient via v-p shunt on unknown date with 100mmh2o. An obstruction of the valve was observed due to bleeding from tract and ventricular enlargement was confirmed by MRI. Therefore, the valve was removed (unknown date) and ventricular drainage was performed. However, ventricular enlargement did not improve, so a new valve (823100) was implanted on (B)(6) 2021. No further information was provided by hospital.